Event description:
Per the physician's report, this patient was hit on the head in 2006. This caused the internal magnet to dislodge. An infection developed, which required the patient to be taken to the or to have the wound cleaned and the magnet replaced (date unknown). The infection continued, which caused the tissue to breakdown. The physician then removed the affected tissue and moved the device to a new position (date unknown).

Manufacturer narrative:
This is a final report.